Event description:
New information states that the device was explanted on an unknown date due to unknown reason.

Manufacturer narrative:
Additional information h10: further information was requested but not received.

Manufacturer narrative:
Interrogation of the device revealed the device was above the elective replacement indicator when received. Pacing, sensing, impedance, hv output, patient notifier was tested and no anomaly was detected.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a routine follow-up. It was noted that the implantable cardioverter defibrillator exhibited post paced t wave oversensing. Since there was only one episode of it recorded in the life of the device, programming changes were not warranted. The patient was stable.